Event description:
It was reported that during the implant attempt, the lead was not secure in its location. The lead was not used and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).